Manufacturer narrative:
The e410 error code was observed on the bed frame control panel. The e410 error code is a general service error which requires technical investigation. When the error code appears, the troubleshooting section of the citadel plus instruction for use (831.374-en rev 11) indicates to call an arjo-approved service agent. Thus, the customer reacted accordingly to the IFU. The arjo service technician inspected the device and checked sub-errors. The e303 (fatal error has happened on th system: actuator error and/or power bus error and/or h-bridge error), and e304 (left integrated speaker failure) sub-errors occurred. However, the technician could not recreate any error that would prevent any operation of the equipment. We were not informed about the circumstances in which the problem occurred. It is unknown why the bed displayed error code and was not operational. The preventive maintenance section of IFU indicates to ¿carry out a full test of all electrical bed positioning functions (backrest, height, tilt, etc.)¿ weekly. The arjo device was not meeting its specification as the e410 error was displayed. The complaint was decided to be reportable due to the indication that the bed was stuck in trendelenburg position when was in use by the patient.

Event description:
The e410 error code with e303 and e304 sub-errors was displayed on the side rail control panel, and the bed platform was stuck in the trendelenburg position. The bed frame was in use when the issue occurred. No injury was claimed.